Event description:
It was reported that the insulin pump alarmed button error. The customer did a quick bolus, replaced the battery and received the button error alarm. The customer's blood glucose was 257 mg/dl. The customer stated that they went to the beach and repeatedly took the insulin pump on and off in order not to get the device into the water. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.